Event description:
Report received from abbot int'l affiliate of an over-delivery of a narcotic. The report states: "pump was set up with 60mg of morphine in 30mls of solution. The 37mg were delivered normally over approx. 24hrs. Ten minutes after last check, an extra check was carried out, and the remaining 23mg had been delivered in that time. Pt was drowsy and respiratory rate was lowered. No pump history is available. "Pt required morphine antidote." The actual medication given as an antidote, and the amount given were not reported. Further inquiry revealed the pump was turned off after the event and the settings on the pump were reported to be lost.